Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was emitting a low muffled sounding alarm. The patient noticed that the event happened following a prolonged connection to the dc adaptor (two hours). A controller exchange was performed and patient was sent home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: g4: initial MDR date MFR. Received: 2017-07-12 h10: other devices involved in this event other devices involved in this event: d4: controller dc adapter/ (B)(4)/ model #1440 / exp. Date: unknown/ UDI#: (B)(4). H4: mfg. Date: 2015-11-01 h5: labeled for single use: no h6: device code(s): FDA 3010 h6: method code(s): FDA 4112; FDA 10 h6: result code(s): FDA 213 h6: conclusion code(s): FDA 67 product event summary: the controller and one controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis did not reveal any alarms related to the reported event. Supplemental testing of the controller revealed that the sound pressure levels (spls) are within the nominal range. As a result, the reported events could not be confirmed. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported a controller with low volume/muffled sounding alarm. One controller (con213649) and one controller dc adapter (cdc003769) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual and functional inspection. Supplemental testing of the controller revealed that the sound pressure levels (spls) are within the nominal range. As a result, the reported event of low sound was not confirmed; the controller and controller dc adapter performed as expected. No failure detected; the controller and controller dc adapter performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.